Event description:
A review of service data detected a reportable event. During servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger would continually reset. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger/modem was resetting. The resets were due to a defective processor, u1000. The root cause for the defective processor could not be positively determined. No adverse event resulted from the defective component. The pt received a replacement battery charger/modem.